Manufacturer narrative:
With the available information, boston scientific concluded the clinical observation of brady pacing not delivered when required is a known inherent risk of the device and is noted within the device instructions for use (IFU), as well as the products risk documentation. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of brady pacing not delivered when required was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this pacemaker device was scheduled to have the system replacement from left to right side due to a blocked subclavian access on the left side. The patient was admitted to the hospital due to syncope and dizziness episodes. Upon review, it was noted that this device not pacing as required and exhibited loss of capture (loc). The physiologist promptly increased the output of the rv lead and regained capture. There were increase in thresholds from 1.5v to 3.5v. The device currently remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker device was scheduled to have the system replacement from left to right side due to a blocked subclavian access on the left side. The patient was admitted to the hospital due to syncope and dizziness episodes. Upon review, it was noted that this device not pacing as required and exhibited loss of capture (loc). The physiologist promptly increased the output of the rv lead and regained capture. There were increase in thresholds from 1.5v to 3.5v. The device currently remains in service. No adverse patient effects were reported.